Event description:
The patient contacted animas on (B)(6) 2012, reporting that the cartridge they used yesterday caused a leak in the cartridge compartment with the smell of insulin present. The patient stated that they have had leaking cartridges for the past two months. The patient stated that they had blood glucose levels ranging from 200-300mg/dl with weakness and sore muscles. The blood glucose levels were treated with injections and the levels came down. The reported blood glucose was not indicative of a serious injury and does not meet the animas criteria of an adverse event. Customer technical support troubleshooting indicated that there were no issues with the pump. After trouble shooting, the patient resumed pump therapy with a new cartridge as there were no signs of leakage or bubbles. This report is made based on the allegation of the leaking cartridge.

Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: follow-up #1 submitted on (B)(4) 2012: the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection, a fill test, and a force test of the cartridge were performed and no damage or defects were noted. The cartridge was found to cycle correctly during testing. There were no difficulties in filling the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.